Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death reported related to this event.